Manufacturer narrative:
(B)(4). The device was received at abbott medical optics (amo)and has been shipped to the amo manufacturing facility for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the patient had the intraocular lens (iol) explanted due to hyperopia. No patient injuries or complications were reported.

Manufacturer narrative:
Evaluation of the returned lens found it to be covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it meets specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.